Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/07/2017 with the following findings: the battery cap was not returned with the pump and a test cap was used to complete the investigation. On investigation, the pump powered on with functioning audio tone and vibration features; however, the display screen remained blank. A blank display screen can give the user the impression that pump has no power; however, power to the pump was confirmed as evidenced by fully functional audio tone and vibration when the pump was powered on. The investigation was unable to adequately investigate the initial complaint about a ¿power¿ issue due to an inability to run the 24 hour basal program and the blank display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (power issue) issue. It was reported that the pump made sounds when rebooting and an egg timer came on but then the display screen became blank. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.